Manufacturer narrative:
The analyzer judged all analyses as "positive," with multiple interpretive program (ip) messages which indicates the possibility of sample abnormality. The analyzers instruction for use operator's manual states if a "positive" judgement occurs, check the data and repeat the test or examine carefully in accordance with the protocol of your laboratory. Some differential parameters were accompanied with an asterisk, "*," indicating the data reliability is low and further verification was required. Quality control data was reviewed and demonstrated all parameters were within specification. No analyzer deficiency was identified. The event was due to operator error by incorrectly calculating and reporting an erroneous result. The operator stated the antibiotic treatment was administered unnecessarily due to the erroneous absolute neutrophil value. It is unknown if other clinical signs and symptoms warranted the need for antibiotic treatment. There was no harm to the patient reported. No evidence of analyzer malfunction.

Event description:
A neonatal patient in critical condition with a history of elevated nucleated red blood cells from previous laboratory results had a new sample collected and analyzed. Sample (B)(6) was judged 'positive' with multiple interpretive program (ip) messages. The operator performed a manual differential. The initial absolute neutrophil value on the undiluted sample (B)(6) was 4.05* x 10³/¿l, the 1:5 dilution absolute neutrophil value was 0.82 x 10³/¿l. Had the absolute neutrophil count 0.82 x 10³/¿l, been multiplied by 5, the result would be 4.1 x 10³/¿l which was consistent with patient history. The operator reported the diluted absolute neutrophil count of 0.82 x 10³/¿l without multiplying by the dilution factor. Based on the erroneously calculated results, the operator states the physician ordered and administered antibiotics unnecessarily. The type of antibiotic was not provided, no harm to the patient was reported. It is unknown if the patient had other clinical signs or symptoms that warranted the administration of antibiotic.